Event description:
The day before, the battery had 41 percent remaining, but the next day it was at eri. Device remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2022.-

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2022 the ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified. The shock was delivered, however the specified energy level was not reached due to the depleted status of the battery. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. The voltage measurement confirmed the battery depletion. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit, which led to an elevated internal self-depletion. In conclusion, the analysis revealed an elevated internal self-depletion within the battery which led to the clinical observation.